Manufacturer narrative:
As reported, a slalom pta (.018 hp 40 4x2) balloon ruptured at three (3) atmosphere pressures (atm) after a guidewire crossed the lesion. The slalom pta balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the shunt anastamosis. No additional information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17623975 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (shunt anastamosis) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom pta (.018 hp 40 4x2) balloon ruptured at 3 atmosphere pressure (atm) after a guidewire crossed the lesion. The slalom pta balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the shunt anastamosis. The device will not be returned for analysis.